Event description:
Related manufacturer report number: 2017865-2022-46105. It was reported during in clinic follow up that the right ventricular lead and atrial lead exhibited loss of capture. The atrial lead also exhibited a change in impedance. Both leads were explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.